Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred and the patient experienced an adverse event. The patient reported that he passed out for two hours due to a signal loss issue on his smartphone. The patient stated that a friend of the patients found the patient unconscious and called 911. The paramedics came and took the patient to the hospital. The patient reported that while in the hospital, he was seen by two different physicians and the patient does not remember the medication that he was prescribed. A finger stick was taken at the hospital and the patient's blood glucose (bg) level was at 39 mg/dl. The patient reported that the physician got his bg levels back to normal and the patient was released the same day. The patient was feeling better at the time of call. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data.